Event description:
It was reported that this pacemaker was found to be operating in safety mode, during a pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.